Event description:
The customer reported that there were ids appearing on the system's pt list, but those pts were not currently on individual monitors. This resulted in an inconvenience to the user. Complaint eval discovered that four days prior to the customer's report, one cpu of the device's cpu pair encountered an operating problem. The consequence was that four pts were not centrally monitored during the cpu switch-over process. Note 1: no add'l info for these pt identifiers was available. No pt injuries or harm of any kind is associated with this report.

Event description:
The customer reported that there were ids appearing on the system's pt list but those pts were not currently on individual monitors. This resulted in an inconvenience to the user. Complaint eval discovered that four days prior to the customer's report, one cpu of the device's cpu pair encountered an operating problem. The consequence was that four pts were not centrally monitored during the cpu switch-over process. Note 1: no add'l info for these pt identifiers was available. No pt injuries or harm of any kind is associated with this report.

Event description:
The customer reported that there were ids appearing on the system's pt list but those pts were not currently on individual monitors. This resulted in an inconvenience to the user. Complaint eval discovered that four days prior to the customer's report, one cpu of the device's cpu pair encountered an operating problem. The consequence was that four pts were not centrally monitored during the cpu switch-over process. Note 1: no add'l info for these pt identifiers was available. No pt injuries or harm of any kind is associated with this report.

Event description:
The customer reported that there were ids appearing on the system's pt list but those pts were not currently on individual monitors. This resulted in an inconvenience to the user. Complaint eval discovered that four days prior to the customer's report, one cpu of the device's cpu pair encountered an operating problem. The consequence was that four pts were not centrally monitored during the cpu switch-over process. Note 1: no add'l info for these pt identifiers was available. No pt injuries or harm of any kind is associated with this report.

Manufacturer narrative:
Device evaluation has begun, but is not complete. A supplemental report will be submitted. The device's log files have been obtained by modem connection to the customer's device. It is not necessary to return the device in order to perform an investigation.

Manufacturer narrative:
Device malfunction has begun but is not complete. A supplemental report will be submitted. The device's log files have been obtained by modem connection to the customer's device. It is not necessary to return the device in order to perform an investigation.